Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving adequate coverage. It was also reported the pt experiences overstimulation when she is in contact with water or when sweating. The pt's physician is unsure of what is causing the sensations she is feeling. Attempts to gather additional info were unsuccessful. No further info is available at this time.